Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was found to be accurate to within 1 mm. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the it3500 system had an inaccuracy of 2-3 mm during a procedure. No patient injury was reported.